Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed needed technical support for arctic sun with a calibration error 80. Per additional information received via follow-up on 17oct2022, it was stated that the device failed to cool, device has a failed mixing pump. Biomed will order mixing pump and replace onsite. No patient involvement. Per additional information received via follow-up on 08nov2022, it was now getting alarm 80 during step 20. Transferred to technical support. Per additional information received via biomed on 08nov2022, biomed was calibrating device after changing the pump (biomed was unsure which one). Biomed was getting calibration error 103 (unable to communicate settings) (actual 0. Expected 10.85). Biomed did try that twice with the same result both times.

Event description:
It was reported that biomed needed technical support for arctic sun with a calibration error 80. Per additional information received via follow-up on 1-7oct-2022, it was stated that the device failed to cool, device has a failed mixing pump. Biomed will order mixing pump and replace onsite. No patient involvement. Per additional information received via follow-up on (B)(6) 2022, it was now getting alarm 80 during step 20. Transferred to technical support. Per additional information received via biomed on (B)(6) 2022, biomed was calibrating device after changing the pump (biomed was unsure which one). Biomed was getting calibration error 103 (unable to communicate settings) (actual 0. Expected 10.85). Biomed did try that twice with the same result both times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.